Event description:
An attempt was made to routinely monitor a non cardiac pt. Allegedly after being attached to the pt, the monitor screen displayed a flatline and a ra lead off message. The operator checked all connections and could not discern a reason for the message. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.